Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer going to hospital test strips were not returned for evaluation. Meter was returned- reported defect not reproduced on returned meter. Most likely underlying root cause: mlc-018: user has high glucose value note: manufacturer contacted customer in a follow-up call on 16-dec-2024 to ensure the customer's condition had improved and the replacement products resolved the initial concern - able to establish contact with customer who stated he did not currently have any diabetic symptoms. Customer did not provide any additional information as to if treatment was received at the hospital. Customer stated that replacement products resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. Customer stated he was currently feeling shaky. Customer stated that when he checked his blood glucose this morning (undisclosed time), it was 468 mg/dl non-fasting; customer advised that he checks after he eats. Customer stated that he went to the hospital to have them check his blood glucose and to make sure it is not that high. Customer was currently at the hospital and was not checked into the ER; no triage/vitals had been done. The customer¿s expected blood glucose test result range was not provided. During the call, a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 10/31/2025; product storage and open vial date were not provided. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Sections with additional information as of (B)(6)2025: h6: updated FDA¿s type, findings and conclusions codes. H10: test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications.